Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the harh23 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package and the blister was noted to be wrinkly with one tear. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the procedure, the doctor found the aseptic package was damaged. Primary package was damaged. Changed to another one to complete the procedure. There was no report on patient injury.